Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event involved an extension set that while disconnecting the gravity set from the clave connector of the extension set, the silicone was not closed well and a small amount of blood loss was noted. There was patient involvement, but no harm reported.

Manufacturer narrative:
It was previously reported the device was available for evaluation; however, no 034-c4203-2 product samples were returned for investigation. Several photographs were returned showing an integrated y-clave with what appears to be a cored hole in the silicone seal. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint can be confirmed from the photographs. The probable cause is access with an incompatible mating device during use. The directions for use states: y-clave connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110".